Manufacturer narrative:
Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated metal ions is considered to be under the scope of this recall. No further investigation is required.

Event description:
Left hip revision for pain and elevated cobalt and chromium levels. Stem, neck, head and insert were revised.